Manufacturer narrative:
No product will be returned per customer. The 2 photos provided by the customer shows a hair line crack from the drip chamber vent to spike. The root cause of this failure was not identified.

Event description:
It was reported that the pharmacy technician noticed the undiluted etoposide (20 mg/ml) dripping from area between the spike and the top drip chamber. Upon careful inspection, a crack was observed. No patient or user harm was reported.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the pharmacy technician noticed the undiluted etoposide dripping from area between the spike and the top drip chamber. Upon careful inspection, a crack was observed. No patient or user harm was reported.